Event description:
It was reported that during percutaneous coronary intervention, a balloon rupture and separation occurred. The target lesion was located at the left anterior descending artery. Upon inflation of the 20mm x 2.50mm nc quantum otw balloon catheter, the balloon ruptured at 18 atms and the shaft separated. The physician attempted to retrieve the portion of the balloon that remained inside the patient's body but failed. Hence, an emergency open heart surgery was performed to retrieve the remained portion of the balloon. The procedure was not completed due to this event. The patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during percutaneous coronary intervention, a balloon rupture and separation occurred. The target lesion was located at the left anterior descending artery. Upon inflation of the 20mm x 2.50mm nc quantum otw balloon catheter, the balloon ruptured at 18 atms and the shaft separated. The physician attempted to retrieve the portion of the balloon that remained inside the patient's body but failed. Hence, an emergency open heart surgery was performed to retrieve the remained portion of the balloon. The procedure was not completed due to this event. The patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was received for analysis. There was a complete circumferential tear of the balloon 10cm from the proximal balloon bond. The inner shaft was detached adjacent to the bi-component weld. The inner shaft fracture face was jagged and stretched, which suggests that the separation may be related to tensile overload. Magnified inspection of the inner shaft fracture surface presented no evidence of any material or manufacturing deficiencies contributing to the separation. The distal portion of the balloon, inner shaft, markerbands and distal tip were not returned for analysis, which is consistent with the reported information. The reported balloon burst and separation were confirmed; however, there was no evidence that this was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.  The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).